Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: inguinal hernia. According to the reporter: the surgeon inserted this balloon trocar into the patient's abdomen. He connected the ballooning instrument with trocar. He pumped the product few times but the balloon didn't expand. There was no injury to the patient.